Manufacturer narrative:
The customer indicated the device sample is not available for return. Investigation is not complete.

Event description:
The customer contact reported that the pca vial leaked while stored in the pyxis machine. It was reported that the vial was filled in pharmacy, then capped with the hospira yellow cap from in the package and sent to the unit to be stored in the pyxis. After an unspecified length of time, while being stored in the pyxis, the nurse noted the pca vial was leaking from the vial cap on the end of the luer tip. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Testing and investigation is complete. The device was not returned to hospira. The customer did not identify the device by list number, lot number or provide any pictures for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined.

Event description:
The customer contact reported that the pca vial leaked while stored in the pyxis machine. It was reported that the vial was filled in pharmacy, then capped with the hospira yellow cap from in the package and sent to the unit to be stored in the pyxis. After an unspecified length of time, while being stored in the pyxis, the nurse noted the pca vial was leaking from the vial cap on the end of the luer tip. There was no patient involvement. No additional information was provided.